Event description:
A report was received that the patient experienced ipg site pain and was treated with medication. This was determined to be related to the procedure and the device.

Event description:
A report was received that the patient experienced ipg site pain and was treated with medication. This was determined to be related to the procedure and the device.